Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pca the customer had an issue "several weeks ago" where the pca was alarming for syringe not recognized. Customer alleges it was likely related to a clamp/sensor issue. There was patient involvement, however the outcome is unknown.

Event description:
It was reported pca the customer had an issue "several weeks ago" where the pca was alarming for syringe not recognized. Customer alleges it was likely related to a clamp/sensor issue. There was patient involvement, however the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue that device had unrecognized syringe was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.